Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported. During a cerebral angiography with an unknown lesion. After cerebral angiography, the puncture point was sealed with the 5f exoseal vascular closure device (vcd); however, the product malfunctioned while in use. The plug button could not be pressed, and the plug could not be released. The device was replaced with manual compression for hemostasis. The patient was not harmed. The product is returnable. The operator was a mature operator.

Manufacturer narrative:
As reported, after cerebral angiography, the puncture point was attempted to be sealed with the 5f exoseal vascular closure device (vcd); however, the product malfunctioned while in use. The plug button could not be pressed, and the plug could not be released. The device was replaced with manual compression for hemostasis. The patient was not harmed. The operator was a mature operator. The procedure performed was cerebral angiography on an unknown lesion. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was observed in the black/white position. No additional anomalies were noted during the visual analysis. A deployment simulation evaluation was performed. During this analysis, the deployment lever was fully depressed, which resulted in the retraction of the indicator wire and the expected deployment of the plug. Additionally, the indicator window reached the black, white, and red position. A high-magnification evaluation was conducted to inspect the internal assembly configuration. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The functional analysis was performed successfully with successful plug deployment. The internal mechanism was inspected and no anomalies were observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported. After cerebral angiography, the puncture point was attempted to sealed with the 5f exoseal vascular closure device (vcd); however, the product malfunctioned while in use. The plug button could not be pressed, and the plug could not be released. The device was replaced with manual compression for hemostasis. The patient was not harmed. The operator was a mature operator. The procedure perfromed was cerebral angiography on an unknown lesion. Additional information was requested; however, the information was not obtained after multiple attempts.